Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the healthcare provider repositioned the pump on (B)(6) 2025 because the pump flipped and they moved the pump from the front to the hip. Patient stated the pump flipped several times and hcp fixed it last august, last spring and (B)(6) 2024.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at unknown dose via an implantable pump for unknown indication for use. It was reported that the clinician could not connect to patient's device with clinician programmer and refilling. Patient had layer of fat tissue over the top of the pump and physician could not refill in clinic anymore. Diagnostics/troubleshooting performed was unknown. Patient came in for a pocket revision and doctor ended up removing extra catheter and replaced it. Doctor prophylactically replaced the [proximal segment of the sutureless] catheter. Additionally, surgical interventions involved moving the pump pocket to posterior side of patient; improves access to refill pump with less tissue in the way. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025- product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.